Event description:
Reporter stated there is a black stripe on the display of the blood glucose monitor, and this could cause misinterpretation of the therapy information. The blood glucose monitor was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The blood glucose monitor was returned for evaluation, and the complaint was verified. The monitor has a solid line appearing in the middle of the display, and the location of the line on the display does distort the digit during the simulation test. Therefore, misinterpretation is possible. The monitor's serial number is below (B)(4). Monitors below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated. Process improvements in handling of the display have been implemented at the supplier to reduce the occurrence of this defect. The risk associated with this failure has been assessed per local procedures and it was determined that, due to low severity and/or occurrence tied to this issue, no further root cause analysis or action towards a CAPA was required.